Manufacturer narrative:
The access port cannula will not be returned back to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. The issue was resolved by increasing the insufflation flow rate from 3 lpm to 6 lpm during the procedure to help compensate for the leakage, and the customer reported this only helped a small amount because 6 lpm was still considered low. An increasing of carbon dioxide flow rate could compensate for this temporary loss. Once the instrument was inserted a few centimeters into the access port cannula, the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure with single port (sp) system, the customer experienced a noticeable loss of cavity with pressure dropping to near zero and a temporary loss of workspace, which caused the customer to pause the operation. The loss of pressure occurred when instruments were retracted to the home position and when a stent and guide wire were inserted through the rotating ring seal, and the resulting leaks were higher than the insufflation flow rate could compensate for (pressure set to 10 mmhg, flow initially set to 3 lpm, and the insufflation line was connected to the access port line). An intuitive surgical, inc. (Isi) technical support engineer (tse) troubleshooting first involved increasing the insufflation flow rate from 3 lpm to 6 lpm during the procedure to help compensate for the leakage, and the customer reported this only helped a small amount because 6 lpm was still considered low. The procedure was completed with no reported injury.isi followed up with the initial reporter and obtained the following additional information: the loss of pneumoperitoneum occurred when the sp instruments were positioned at the entrance of the access port, and the instruments were not yet fully inserted. The valve was opened, resulting in gas leakage until the instrument advanced a few millimeters further into the port. An increasing of carbon dioxide flow rate could compensate for this temporary loss. Once the instrument was inserted a few centimeters into the access port cannula, the issue was resolved. There was a rapid loss of insufflation. The insufflation was lost partially. The access port was inspected prior to the event occurring. The patient did not experience any complications. No medical intervention was administered. The procedure was completed successfully using the sp system without any issues. The reporter believed that the issue was not due to a product defect. The access port will not be returned.